Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported events and patient outcome could not be conclusively established through this evaluation. The centrimag device was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump us instructions for use lists cardiac arrhythmia, multiple types of organ failure and dysfunction (including renal dysfunction), and death as adverse events that may be associated with the use of the centrimag circulatory support system. This instruction for use (IFU) also provides the following warnings and cautions: IFU warming #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for automatic implantable cardioverter defibrillator (aicd) shocks in ventricular fibrillation (vf) storm. A centrimag was placed for recurrent ventricular tachycardia (vt). After centrimag placement, the patient developed malignant hyperthermia and subsequent renal failure. There were continued vt and aicd shocks, as well as conversion to comfort measures. The cause of the vt was unknown and the multi system organ failure (msof) was a result of the malignant hyperthermia. The patient expired on (B)(6) 2023 due to msof and vt. The pump reportedly operated as expected. Related MFR: 2916596-2023-05650.